Event description:
After nearly three years of successful cochlear implant use, this pt's device began extruding form the implant site. Their surgeon recommends explantation/reimplantable surgery. However, a surgery date has not been determined yet.